Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The information received via medtronic indicated that the insulin pump had no or negligible motor movement alarm. The customer sated that they were unable to clear the alarm and rewind the insulin pump. The insulin pump did not pass displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.